Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump vibrated,, but the screen would not turn on despite 8-second and 30-second button holds, and the device was determined to require replacement; the device was noted to no longer be water resistant and the user was advised to maintain backup therapy and to sync data to the mobile app before shutdown. Symptoms included no reported clinical symptoms. Outcomes included no reported impact on health, no hospitalization, and no medical intervention. Investigation included customer support, troubleshooting, and logistical coordination for replacement and return with instructions to back up data. Investigation of this device revealed a non-functional display or user interface issue consistent with a suspected device malfunction of the pump assembly, with no associated alarms. Based on previous findings for similar reports, we concluded that the cause was an indeterminate device malfunction.